Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2022 blood glucose reading was above 400 mg/dl at time of hospitalization. Customer was treated with intravenous insulin drip for high blood glucose. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was not active at time of event. Customer reported that retainer ring was damaged and reservoir was able to lock in place. No further patient complication were reported. Insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5. Date of event information has been updated and provided with this report in section b3.

Event description:
Customer was not hospitalized. Customer was in the emergency room for 6 hours. Customer was treated with intravenous fluid. Retainer ring was chipped and cracked.

Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for an alleged cosmetic damage located at the retainer ring and was hospitalized for high blood glucose found on (B)(6) 2022. Also, on (B)(4), svn#: 000310554172 - customer returned insulin pump for an alleged pump and meter connection/communication anomaly found on november 23, 2019. Insulin pump was received with a cracked retainer ring. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. The insulin pump was programmed with contour next test glucose meter. The insulin pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. The insulin pump communicated properly and recorded the 92 mg/dl test value properly from glucose meter. The insulin pump sensor feature is working properly. No unexpected bg meter communication errors or anomalies noted during testing. The test p-cap and reservoir locked properly into reservoir compartment. The following were also noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the insulin pump near the battery tube compartment and a serial number label fading. A cracked retainer was confirmed. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucose. Insulin pump and meter connection/communication anomaly were not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.